Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex 2.5% therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11j26077 and h11k17157 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.